Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory due to review of device image. Longevity calculations were performed on the usage history stored in the image and the battery depletion was determined to be premature depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited rapid battery depletion. The estimated longevity was much lower than the previous estimation. On (B)(6) 2017, the device was replaced. The patient did not experience any adverse consequences due to the premature battery depletion. Patient was stable during and after the procedure.